Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was successfully deployed and implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Post procedure it was noted that the patient had a trivial pericardial effusion that was not there prior to the laa procedure. There was no intervention or treatments performed for the effusion. The patient was doing fine after this was noted noted.